Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up. Upon troubleshooting, the rse confirmed that an error message stating ¿please select boot¿ appeared on the screen. The rse confirmed that the issue was with the host pc. To resolve the reported issue, the rse instructed the customer to press the esc key or manually select the sata disk and performed a system reboot. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system did not boot up, it was stuck at the boot device selection screen. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.